Event description:
The device was used for routine ECG monitoring of a pt during a pt transport. The monitor screen allegedly went blank and the pt's ECG was not visible. There were no adverse affects to the pt reported as a result of the alleged malfunction.